Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) [erbe] kept generating an error u-2 and the alarm sound was going off, constantly. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to power-cycle the erbe; however, there was no change. The tse walked the customer through power-cycling and reseating all the erbe cables, but there was no change. Then, the tse recommended trying the forcetriad; however, the customer attempted to locate a forcetriad, but was only able to locate a ft10. The customer stated that they were going to convert to a laparoscopic procedure. The tse recommended bringing in another vision side cart (vsc) tower, but the customer stated they needed to end the call. Isi followed up with the initial reporter and obtained the following additional information: the laparoscopic procedure was completed with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe [integrated electrosurgical unit (iesu)] to resolve the customer reported issue. The system was tested and verified as ready for use. Isi received the erbe (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, "error u-02 on start up." Fa verified the issue after installing the unit on an in-house system and ran in normal mode. The failure was attributed to a component failure.